Event description:
It was reported by service report that the head left siderail assembly came off of the timing link assembly. The complete siderail assembly came off the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged components on siderail assembly.